Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer's mother states her daughter feels well and requires no medical attention. The customer's expected blood results are 80-120mg/dl fasting. Verified the strips expire 07/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory:1:160mg/dl (B)(6) 2015 07:33:00 pm fasting:yes.2:267mg/dl (B)(6) 2015 11:20:00 am fasting:yes.3:205mg/dl (B)(6) 2015 07:29:00 am fasting:yes.4:168mg/dl (B)(6) 2015 06:24:00 pm fasting:yes.5:184mg/dl (B)(6) 2015 12:15:00 pm fasting:yes.customer is concerned with all the results in the meter's memory.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer's mother states her daughter feels well and requires no medical attention. The customer's expected blood results are 80-120mg/dl fasting. Verified the strips expire 07/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customer is concerned with all the results in the meter's memory.